Event description:
Attorney alleges "on (B)(6) 2004, doctors...operated on operated on (patient) and installed a medtronic maximo implantable cardiac defibrillator (model # 7303) along with three medtronic leads (model # 419478id, model #507652, and model #6949). On (B)(6) 2008, (patient) was first injured by medtronic's defective leads when he was shocked six (6) times in the middle of the night. Emergency medical??staff turned off (patient's)ICD. The medical staff discovered that the inappropriate shocks were caused by a fracture in the sprint fidelis lead (B)(4). On (B)(6) 2018, (patient) was forced undergo a surgical procedure to replace the fractured sprint fidelis." Further alleges as a result of the lead, patient "has an increased risk of death and/or major cardiovascular events" and "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer's database verified patient's death and also that the sprint fidelis lead model had been capped as of (B)(6)2008. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.